Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the anesthesia department. When the clinician was removing the needle, the hub detached from the needle cannula. The needle that remained in the patient could be removed. There was a delay in treatment with no patient harm and no patient death or complications reported.